Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the mainboard and fuse to resolve power up issue. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) was damaged by a getinge field service engineer (fse) during a preventive maintenance (pm) resulting in the iabp not powering up. There was no patient involved and no adverse event was reported.